Event description:
It was reported that the gynecologic laparoscope exhibited a fog free function error (e104). The issue occurred during the inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion of the charge coupled device (r-units) outer tube, component failure of the outer tube, occurrence of a noisy image, damage to the charge coupled device (ccd) unit, and component failure of the charge coupled device (ccd unit). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the fog free function error (e104) could not be determined, and in addition the cause of the corrosion on the charge coupled device (r unit) was due to component failure of the outer tube, and the noisy image occurred due to damage on the charge coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.